Manufacturer narrative:
The electrode is expected to be returned for analysis. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this electrode was explanted due to the patient¿s infection. The device remained implanted and was programmed off. A new electrode was connected to the device but not positioned, as no port plug was available. The new electrode will be positioned after the infection is cleared, in approximately six weeks. It was noted that some force was needed to remove the electrode and there appeared to be an abnormality close to the terminal pin. The physician requested this be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
It was later reported the physician changed his mind about returning the explanted electrode and decided to have the hospital dispose of it. Therefore, our investigation is complete. This investigation will be updated should further information be provided.